Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
A 28-year-old male patient in the us has been treated for ami/cgs. After an initially placed iabp the patient has successfully been escalated to an impella 5.5 heart pump. One week after pump insertion the patient had a severe coughing spell during the night. The impella device perforated the left ventricle, causing bleeding into the chest. The patient expired. Contributing factors: asthma, suspected rv involvement.

Manufacturer narrative:
Additional information received from the field revealed that the clinicians determined that the graft retraction post-CPR caused the reported bleeding. The clinicians confirmed that there was no ventricle perforation. The cause of the patient injury was determined to be unrelated to the impella.